Manufacturer narrative:
Report series 9612164-2025-05622 is duplicate of 9612164-2025-05655 (active series). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 2ach20 product type: mapping catheter; product ID: afapro28 product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after pulmonary vein isolation (pvi) with the cryoballoon, radiofrequency (rf) ablation with another manufacturer's product was performed for the cavotricuspid isthmus (cti) line and ablation was performed at approximately 8 points. The patient's blood pressure decreased when the procedure was about to be completed. 'Dislodgement' of the vitals was confirmed. A pericardial effusion was confirmed by echocardiogram. Cardiac massage, pericardial puncture and blood transfusion were performed, and blood pressure recovered. Consciousness recovered afterwards, and the patient responded. The patient left the operating room for computerized tomography (CT) imaging examination after hemostasis. The physician indicated the event was believed to be caused at the time of the cti due to the drop in blood pressure and venous blood from the pericardial puncture. No further patient complications have been reported as a result of this event.